Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the lead was capped and replaced on (B)(6) 2019 due to a pacing impedance problem.

Manufacturer narrative:
Additional information: the reported event of high pacing impedance was not confirmed by analysis. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found internal insulation abrasions fund breaching the re cable lumen were noted at 10.3-12.0 cm and at 12.2-14.3 cm from the distal tip. The etfe coating was intact at these locations.

Event description:
New information received notes that the lead was explanted.

Event description:
New information received notes that high pacing impedance was observed. The patient was stable before, during, and after the procedure.